Manufacturer narrative:
The report of the autopulse platform (serial(B)(4)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during functional testing and archive data review. The root cause was due to a damaged drive train motor in which was likely attributed to wear and tear as a result of an aging device. The returned autopulse platform was manufactured in january 2011, well beyond its expected serviceable life of 5 years. There was no physical damage observed on the returned autopulse platform during visual inspection. However, unrelated to the reported complaint, the drive shaft exhibits binding and resistance as a result of a sticky clutch plate. The drive shaft issue was likely due to wear and tear. Deburring was performed to remedy the sticky clutch plate. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. Also, multiple ua17 (max motor on time exceeded during active operation) was identified on the reported event date. Ua17 was not related to the reported complaint. The caused of ua17 was due to brake gap was out of specification and to remedy this issue, the brake gap was adjusted to manufacture acceptable range. Initial functional testing failed due to "system error, out of service, revert to manual CPR" message". To remedy the system error, the damaged drive train motor identified was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.